Event description:
A cartridge alarm was reported by the customer during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no extreme impact was reported. Tandem technical support arranged to replace the malfunctioning pump with a new one featuring updated software, provided training via their tandem source account, and instructed the customer on the necessary procedures to store and return the old pump. The customer acknowledged all instructions and agreed to use the return service provided.